Event description:
It was reported that during an unk procedure, the harmonic pad dislodged from its position on the side. The surgeon finished the case with another instrument. There were no patient consequences.

Manufacturer narrative:
D4,h4,6: info anticipated, but unavailable at this time.